Event description:
As reported by the user facility: a huber needle was withdrawn from port-pediatric pt dislodged clip from tip of needle and rec'd scratch (location unk). Additional info provided by the facility reported a male child was playing with the needle after it was removed from his port. She reported the needle did activate over the tip of the needle when de-accessed, however the child manipulated, (dislodged) the clip on the needle to expose the needle tip and rec'd a scratch. The child is fine and suffered no adverse sequela associated with the incident.

Manufacturer narrative:
The actual device in the incident was returned for the MFR to evaluate. One used safety huber needle with the clip was returned for eval. The clip was located on the shaft of the needle and was not covering in needle tip. The clip was able to properly cover the needle tip when manually pushed to the needle tip. It appears from the event description and additional info provided by the facility that the product functioned properly, however, the child manipulated the clip and exposed the needle resulting in a scratch. It should be noted that the safety huber is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediatley into an appropriate sharps container.